Manufacturer narrative:
The proximal section of the coil has lost its secondary shaping from compression while the distal section of the coil is undamaged. Located 43.0 centimeters off the distal tip of the green introducer, the core wire and tip coil section protrudes outside the sheath. There is no mechanical sheath damage found at the protrusion site. Severe buckling damage was found on multiple areas of the tip coil section. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with a section of the damaged edge raised above the surface plane. There is also compression and stretching damage found to the locking mechanism. The most likely contributing factor to the coils inability to be advanced inside the microcatheter after being resheathed may have occurred when the microcoil system was unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire to protrude outside the sheath, the multiple sections of severe buckling to the tip coil section, the severe compression and buckling at the proximal end of the coil, and for the compression to have caused the proximal coil section to lose its secondary shaping. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿ this is also shown diagrammatically. It further cautions that if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a secondary contributing factor to the coils inability to be advanced inside the microcatheter may have also been due to distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the report that the device was unsheathed and resheathed prior to the event, there is no indication of any manufacturing issues, with procedural factors related to unsheathing appearing to have contributed to the event. With review of the available information, a definitive root cause conclusion of the reported event cannot be determined. However, based on the analysis, it appears that procedural factors related to the unsheathing process, which is addressed in the labeling, contributed to the reported event and damages found on the returned device. Therefore, no corrective actions will be taken at this time.

Event description:
The deltapaq coil (cdf10020830/c12062) could not be advanced again through the microcatheter (headway, details unknown) after re-sheathing once. Only the coil was removed from the patient due to the resistance friction. However, it was reported that there was damage to the device upon removal. Analysis of the returned device found the coil lost its secondary shape and that the coil buckled/kinked. It was indicated that there was no potential adverse event and no event or problem product outcome. An adequate continuous flush was maintained through the catheter. It was reported that there were no kinks or bends in the coil or microcatheter at any time prior to the resistance/friction.